Event description:
As the surgical technician was preparing the ethicon endo-surgical, ligaclip 10 mm endoscopic rotating multiple clip applier on their sterile back table, per manufacturer's guidelines, prior to use, the activation handle fell off of the device. It appeared to the staff member that the device had arrived already compromised.